Event description:
According to the reporter, while performing routine testing, the device would not power on in battery. There was no pt associated with the report.

Manufacturer narrative:
Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.